Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, revealed the patient's ipg was explanted and replaced (with a different model) to address the issue. During the procedure, the doctor electively relocated the patient's ipg site.

Manufacturer narrative:
Corrected data: a4: patient weight.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the patient's pg has been deemed inoperable. As a result, the patient may undergo surgical intervention.